Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the q-syte leaked. We are reporting a q-syte malfunction when attached to an umbilical vein catheter. While rounding on the neonate, pink blood tinged tpn fluid was found on the blood. The nurse attempted to tighten the connections to stop the leaking, but this did not resolve the issue. The q-syte was changed out and leaking stopped. Can you please provide an exact date of incident: (B)(6) 2026.

Event description:
No new information.

Manufacturer narrative:
The complaint of a damaged q syte connector was confirmed. However, the root cause could not be determined. Two q syte connectors were provided for investigation. One connector was received in sealed unit packaging, and no damage or defects were identified on the sample. The other sample exhibited a breach in the septum, which allowed fluid to leak. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. A review of the production records from the implicated lot showed no related quality issues or process deviations during manufacturing. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.